Event description:
It was observed that during the device evaluation, the duodenovideoscope's forceps elevator was a burned and the adhesive around light guide lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that prolonged fatigue as well as excessive heating exposure ultimately leading to component failures caused the reported malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.